Event description:
Pt reported the infusion device was leaking while filling the infusion set. Pt stated he was filling the infusion set and the insulin was not going into the infusion set. Pt reported he did not notice the issue at the time of filling the infusion set. Pt stated the insulin leaks into the infusion device and he experienced an elevated blood glucose level. Pt reported he got "sick." Pt's blood glucose level was 18.4 mmol/l (331 mg/dl) at 1:00 pm, 26.4 mmol/l (475 mg/dl) at 2 pm, 16.7 mmol/l (301 mg/dl) at 4 pm and 12.2 mmol/l (220 mg/dl) at 6 pm. Pt reported being treated by the diabetes nurse; treatment received was not provided. Pt no longer has the alleged infusion set. Infusion set was replaced; requested return of the alleged insulin cartridge for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.